Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. Visual examination of the returned product/provided pictures identified the driver tip has broken and was not returned. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during the procedure the driver tip broke off and remained in the screw. The fragment remains in the patient. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.